Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of huyc0021 showed no other similar product complaint(s) from this lot number.

Event description:
Per ms&s, patient's husband states his wife has a hickman catheter and the catheter now has a pinhole in it. He reported the hole is toward the hub of the catheter. Ms&s informed the husband to contact the physician now for guidance on going to the emergency room or to their office for repair. He was informed that the emergency room physician or nurse can typically repair the hickman. Ms&s advised the husband to assure that the clamp is closed and stays closed between the hole and his wife's catheter exit site.